Event description:
Covidien received information stating that the 840 ventilator generated an error code that rendered it inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacement of the analog interface (ai) printed circuit board (pcb). No additional repair information has been provided to the manufacturer. (B)(4).